Event description:
The patient is experiencing an allergic reaction after treatment with cosmodem. The patient has intermittent, severe, swelling to the size of a pecan in the upper lip which was the treatment site. The physician has diagnosed this allergic reaction and has treated her with an intramuscular steroid injection. She has also taken advil to relieve the swelling.